Event description:
It was reported that dr. Revised pts right hip due to altr. Serum levels: cobalt 4.1 chrome 2.0 joint aspirate levels cobalt 120 chrome 58.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a charge in stryker's electronic complaint systems.